Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0usuj serial# implanted: (B)(6) 2015. Explanted: (B)(4). Serial# (B)(4). Product type stimulator, electrical, implantable device code c62917 and patient code c76143 pertains to product ID 3889-28 lot# va0usuj product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient recently had an appointment with their healthcare provider (hcp) and a manufacturer representative. It was noted stimulation was increased so the patient could feel it; however, it was reported that the patient only felt stimulation in their left leg, not their pelvic floor, and if it was increased too far, it caused pain. The patient had the device for bowel symptoms and it was helping them with their bowel symptoms. The patient was better than before the implant, but at an hcp appointment at the beginning of (B)(6) 2016, the hcp told the patient that they thought one of the wires came loose. It was reported they did not use any x-rays or any other equipment, just the patient¿s programmer. It was noted the patient did not want another surgery and thought the ins was still working. It was reported the patient had a bowel problem one day but had recovered. The ins/therapy was confirmed to be on. The patient was on program 1 at 2.7. The patient decreased to 2.6 and this eliminated the uncomfortable stimulation; it was reported that this felt better. It was noted the patient would follow up with an hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had not been to the hcp again to ¿resolve the issue.¿ it was noted the hcp never looked at the system using diagnostic image or even checked it with the physician programmer, so how do they know its loose. It was reported everything seemed to be working fine.